Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context as it likely occurred during removal from the dispenser hoop as the returned device analysis noted stretching on the inner/outer member distal to the separation and the material at the separation was jagged which indicates tensile overload. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 2.75x15 mm traveler balloon dilatation catheter (bdc), the shaft was noted to be separated. No resistance was noted during removal from the dispenser hoop. No attempt was made to remove the yellow protective sheath. The device was not used and there was no patient involvement. A new, non-abbott balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.